Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, an alert for oversensing was noted. Upon interrogation, non-sustained rv oversensing and short charge time was noted. Physician didn't decide the resolution yet. Patient's condition was stable.

Event description:
New information notes that the device was explanted and replaced. Patient was good post-procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported charging anomaly could not be confirmed in the laboratory. The reported sensing anomaly was confirmed in the laboratory via review of device image. The device was tested on the bench and noise was initially observed. However, further evaluation of the device resulted in the noise being lost. The cause of the charging anomaly and sensing anomaly could not be determined.